Event description:
The manufacturer received information that a test fail occurred on a ventilator. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the failed test results were confirmed. The interface board kit will need to be replaced to address the reported issue. The customer requested that no repair be performed at this time.